Event description:
Revision knee arthroplasty performed 1997. Patient returned to surgery in 2001, for debridement due to infection. It was noted intraoperatively that polyethylene tibial bearing component showed signs of delamination and was exchanged.